Event description:
Pt had potential lioresal overdose. Pt had pump refilled in october with 17ml liorseal baclofen and 1ml of mso4. 1 day later hcp received notice that pt had been admitted to an ER and was currently in ICU on a ventilator. Pt had arrived in ER complaining of abdominal spasms and not feeling good. In the ER pt was given a "fluid challenge". Pt went into respiratory arrest and coded requiring resuscitation. Pump was emptied of drug by hospital staff. Later during an attempt to fill pump with saline using a regular 25g needle-the needle broke in the septum. The pt received vasopressors and condition declined. The pt died in october. Follow-up with coroner's office revealed-autopsy results to date have not revealed a cause of death. Results of tests for toxicology etc on pump contents, blood samples and biopsies are pending. The coroner will be holding the pump until their investigation is complete.